Event description:
It was reported that the patient, implanted in (B)(6) 2006, was explanted of concerned vibrant soundbridge on (B)(6) 2013. The reasons for explantations were decrease of benefit and pain sensations. No further information is available at this time.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.